Event description:
Account contact reports: one clinician developed a rash on her hands after she switched to these gloves. She has seen a physician in the past for difficulty with her hands due to other brands of gloves. She did not receive any treatment for the rash which subsided with the discontinuation of the product.